Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture. The rv lead was capped and replaced. The right atrial (ra) lead was capped for an unknown reason. No patient complications have been reported as a result of this event.